Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp) had helium leakage. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion, component code), h11 corrected fields: e1 (event site telephone), e2, e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and replace the o ring. The unit passed all performance and safety tests according to factory specifications.